Event description:
It was reported that during a stenting treatment procedure the stent moved on the balloon. The 40% stenosed target lesion was located in the moderately calcified and tortuous mid left circumflex artery (lcx). The lesion was predilated multiple times with a non bsc balloon and then a 3.00x20mm promus element stent delivery system (sds) was advanced to the lesion. The sds was unable to get to the lcx as there was calcification and a considerable bend just proximal to the lesion. While attempting to advance the sds, the stent began to move off of the balloon. The device was successfully removed from the patient and it was noted that the stent did not fully dislodge from the sds. The lesion was predilated again and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's current condition is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).